Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to communicate via radio frequency. The device was interrogated by induction telemetry. The device failed to communicate with multiple transmitters. Device was otherwise normal no anomalies were reported. The patient was stable and the device remains implanted.